Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch select meter was reading inaccurately erratic. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 2 months ago. He tested back to back on the subject meter and observed values of ¿9-10 mmol/l¿. It is not known what range the patient considers to be normal. The patient manages his diabetes with an unknown type/dose of oral medication. He stated that on an unknown date/time he increased his dose of medication to an unknown amount in response to the alleged issue. The patient denied developing symptoms of high or low blood glucose. On an unknown date/time he went to his doctor¿s office, it is not clear whether this was a routine appointment or if he went to see his doctor specifically due to his diabetes. He reported that he was not tested on another device but the doctor treated him with an unknown type/dose of insulin. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were not obtained from the same approved sample site. Although the patient did not develop symptoms, and it is unclear whether the patient went to see his doctor due to the alleged issue, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.